Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in canada, a 52 mm evoque procedure in the tricuspid position via left femoral vein approach. Following the procedure, a dual chamber pacemaker lead was placed in the right atrium and right ventricle. The valve was deployed in an optimal position without post-deployment tilting. The perceived root cause of the event was the valve disrupting the electrical conduction system. The patient was in stable condition.